Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / pt contacted lfs on jan 31, 2010 alleging that the meter does not turn on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to obtain further clinical info. The pt mentioned that the reported issue with the meter began on (B) (6) 2010. Approx two days later, the pt felt dizzy. The pt did not seek any medical attention or contact their physician due to the reported issue. Based on the initial call, the batteries did not need to be replaced. The pt denied any misuse of the product and this was not the first time the product was being used. The issue was not resolved via training. The product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, whether the pt continued to take their medication when the meter was not working and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the meter not powering on, the pt exhibited symptom suggestive of hypoglycemia two days later.